Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed an "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. About 30 minutes after the start of the alleged issue, the patient claims she felt symptoms of dizzy and blurry vision. The patient denied receiving medical treatment. The alleged issue was not resolved with retesting. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.